Event description:
Additional information received from the patient reported they didn't know what steps were taken to resolve the muscle pain during stimulation. Their implantable neurostimulator (ins) was going to be reprogrammed by the manufacturer's representative (rep) on (B)(6), and at that time the patient would know if it was resolved. As of (B)(6) the rep. Had no information.

Event description:
Additional information received from the patient reported that the muscle pain during stimulation had not resolved. The steps taken to resolve the muscle pain was not because they still had pain and they still had medications. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, seral# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported the morning of (B)(6), every muscle hurt in their leg and buttock. The patient contacted the manufacturer and was told to shut it down. Later she turned it back on and fell asleep with it; when she woke up it hurt again. Relevant medical history includes spinal pain. It was noted the patient needed to have a scan of their finger, which wasn't related to their device or therapy, but the implantable neurostimulator (ins) was depleted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.